Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a programming anomaly occurred. The pt's generator was found programmed unexpectedly to 0ma at an office visit. The pt was reprogrammed and no further problems have been indicated by the site. Review of programming history found a system diagnostic test run approx three weeks prior to the discovery of the setting change. Most likely the cause of the change in settings was an interrupted system diagnostic test. During the three week period without stimulation, the pt reported increased constipation. Symptom has resolved since stimulation was reinitiated.